Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) pocket was sensitive, the battery size was causing her pain because the patient bumped it often. These issues were discovered at a three-month post-op follow-up appointment with the healthcare professional (hcp). There were no factors that might have led or contributed to the issues and troubleshooting was not yet performed as another follow-up appointment was scheduled for (B)(6) 2019. Surgical intervention did not occur, and it was not planned. Additional information was received from a manufacturer representative (rep). It was reported that the rep met up with the patient at the healthcare provider¿s (hcp) office. The patient wanted to see if she could get the stimulation a little higher in her back. The patient also wanted the rep to enable the system, so she could lower the rate below 40. The rep reprogrammed for improved coverage. The patient came in using group a and program 2 of group a was not providing appropriate stimulation in her upper back. An impedance test indicated electrode 8 was out of range. The rep had to change the electric configuration and pulse width several times because they kept maxing amplitude limits with the system and the patient was barely feeling it. The rep was finally able to find good coverage which allowed the patient to turn up the stimulation with the following group b: b1 0-1-2+3+ pw 400 r 20 lower back, b2 9-10-11+12+13+ pw 450 r 30 mid back. The rep also generated group c based off group b for the patient to try. The patient was still having some pocket pain especially when she rubbed up against something, but it did seem to be improving. The patient was happy with the results and will call if she needs additional support. No further complications were reported.